Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. The patient has a medical history of chronic pain syndrome, chronic pain, hyperthyroidism, insomnia, anxiety, depression, osteopenia, chronic sinusitis, essential hypertension, chronic continuous use of opioids, myfascial pain, thoracic spine pain, facet arthropathy post laminectomy syndrome history of lumbar fusion, degenerative disc disease thoracic, neuroforaminal stenosis of the thoracic spine, spins stenosis in cervical region, thoracic spinal stenosis, sacroiliac joint disease, chronic right sided low back pain with right sided sciatica, right groin pain, right hip pain. It was reported that the patient had left sided abdominal pain upon awaking from anesthesia from a surgical lead implant. The lead was implanted left lateral due to calcification in the epidural space, according to the implanting neurosurgeon. The implanting physician made several attempts to place the lead more midline to the right, but was unsuccessful. The patient was hospitalized for pain control and given pain medications and steroids. The issue was not resolved at the time of the report. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that no further actions were taken to resolve the left side abdominal pain and therefore no surgical intervention was planned/scheduled. It was indicated that the left side abdominal pain had been resolved. The serial number of the ins was reported. No further complications were reported/anticipated.